Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on august 08, 2022, with lot number 331078. Visual analysis of the returned device identified, opening, wear abrasion, underweight, crease fold. A microscopic analysis was performed which identify, crease smooth, stress mark. Based on the device analysis, the final assessment is: a crease smooth in the radius side assessed, as fold flaw opening.

Event description:
Healthcare professional reported, a left side rupture. Device has been explanted and replaced.